Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert that the remote monitoring was disabled due to limited battery capacity. The device was interrogated and disk analysis was sent in for review. Upon review, it was determined that the ICD had recorded a code for capacitor charge time exceeding the limit. It was noted that the patient works as an electrician and did receive a work related shock 277 v externally a few months ago, however was not sure that it was related. The device was explanted and replaced, and was not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that two charge timeout alerts (9.5 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the high voltage (hv) capacitor was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged; however brady pacing, telemetry, and other device functionality remained available.

Event description:
No new information was reported.